Event description:
The customer reported the system shut down without command. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software was reloaded. The system was then found to be operating as intended.